Manufacturer narrative:
The customer phoned steris technical support and was able to actuate the table without issue when the backup (override) controls were utilized. A steris field service technician arrived onsite, inspected the surgical table, and was unable to duplicate the reported event. The table performed all regular articulations and movements according to specification. No repairs or replacements were performed and no malfunction was identified. No additional issues have been reported. Section 4 of the operator manual for the 4085 surgical table states, "the steris 4085 general surgical table is equipped with an auxiliary control system. This system can be actuated at any time and allows table operation in the event of primary control malfunction. A pedal (foot pump to provide hydraulic power) and override hand control are located on the right side of the table base behind a cover panel and are used for table movements." Steris has provided in-service training regarding the proper use of the surgical table and utilizing the backup (override) controls.

Event description:
The user facility reported during a patient procedure their 4085 surgical table would not move up or down when commanded via the hand control. No report of injury, however a procedural delay was reported.